Manufacturer narrative:
Device evaluated by MFR.: a stent delivery system was returned for analysis. A visual examination of the crimped stent found that proximal stent row 4 was damaged with stent struts lifted on one side and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. A 3.00 x 28 synergy drug-eluting stent was advanced but was difficult to deliver. Pre-dilatation was then performed several times but the stent failed to cross the lesion. When the device was removed, it was noted that a part of the stent strut was lifted. The procedure was completed with another 3.00 x 28 synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. A 3.00 x 28 synergy drug-eluting stent was advanced but was difficult to deliver. Pre-dilatation was then performed several times but the stent failed to cross the lesion. When the device was removed, it was noted that a part of the stent strut was lifted. The procedure was completed with another 3.00 x 28 synergy drug-eluting stent. No patient complications were reported.